Manufacturer narrative:
Integra has completed their internal investigation on 10/28/2015. The investigation included: methods: review of device history records; review of complaints history; results: failure analysis will not be possible since the complaint unit will not be returned to integra for evaluation. In addition, no pictures related to the first incident were provided. Although catalog ins ¿ 5010 is manufactured by integra ¿ (B)(4), however the fg lot # provided 2721816 does not correspond to a lot manufactured by integra. As a result, the device history record (DHR) could not be reviewed. As part of quality control incoming inspection, the stainless steel connector (p/n: 20010-001) used for the assembly of the flexible luer adapter (p/n 50008-001) is inspected for the following characteristics as per drwg 20010 and qcic 024: component is free of burrs, sharp edges and rough surfaces; dimensions conform to inner/outer diameter and length specifications. (B)(4). Conclusion: the condition ¿disconnection of the luer adapter from the catheter¿ could not be confirmed given that the complaint unit was not returned for evaluation. No assignable causes that could be associated to the manufacturing process were determined based on review of reworks, CAPA's, ncr's and scar's history. DHR review could not be performed since the fg lot reported does not correspond to a lot manufactured from integra ¿ (B)(4). In addition, there is no indication that the second luer adapter used, as shown in the picture provided by the complainant, had a manufacturing defect and/or suffered some type of damage that might be accountable for the disconnection incidents reported. The barbed feature to hold the catheter in place was present in the stainless steel tip. As specified in the product¿s instructions for use: the silicone elastomer tubing should be carefully secured to the connector with ligatures in such a manner as to avoid cutting of the tubing. It was indicated in the complaint record that the lumbar catheter was secured to both luer adapters with ligatures. However, given that the catheter was not returned for evaluation, we are unable to assess if damage to the catheter occurred and if such damage would be accountable for the disconnection incidents reported.

Event description:
Medwatch with uf/importer# (B)(4) was received on 25 sep 2015: this is the first of two reports (two events on the same patient and same catheter a second kit was opened to use a second connector). First event at around 0500: a spinal drain check was done and it was noticed that it had disconnected at the metal piece that connects to the patient. The neurosurgery intern was immediately notified and the neurosurgery resident came in to assess and reconnect. A new spinal drain was set up and connected. The patient had no neuro changes. Second event on the following day, approximately at 2300. During hourly spinal drain site checks, the spinal drain had disconnected from the patient. The small metal piece was where it disconnected from. The drain was clamped and the neurosurgery intern and resident were notified immediately. The patient had no neuro changes through the night. A new spinal drain system was set up and the physician reconnected. Additional information received from the customer on 13 oct 2015: the lumbar catheter was implanted on (B)(6) 2015. It was confirmed that the catheter was disconnected at the metal piece. The component that was used to connect the catheter to the external drainage system was the other end of the flexible luer connector with the stainless steel tip. The catheter was secured to the connector with ligatures. It was unknown if the patient was moved, frequently repositioned, etc. During the time the ins5010 was in place. It was unknown if there was any csf leakage. There was no reported patient injury for both events..